Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left hip was revised. As reported: "pt main complaint was instability. Dr removed #6, 11mm cs insert & implanted a #6, 19mm cs insert. The explanted poly had no apparent wear. Dr was satisfied with the final stability of the knee with the 19mm poly." Rep confirmed that no further information will be released by the hospital or surgeon.